Event description:
Two patients alleged discrepant results compared with their lab. Results as follows: date: (B)(6) 2009, inratio: 2.0, lab: 1.0. Inratio: 4.5, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 2.0, ref: 1.0, mean: 1.5, confidence limits: 1.1-1.9. Inratio: 4.5, ref: 2.1, mean: 3.30, confidence limits: 1.9-4.6. Per event details, tests are conducted 5-10 minutes interval. At 2.0 inr is not registered on memory and it is not within the confidence limits. Strip investigation was performed on strip lot 220375. The allowable difference between the inratio inrs and sysmex inrs were calculated. For strip lot 220375, at least two out of three replicates for both samples are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and no further action is required. No corrective action required at this time as no product deficiency was established.